Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and when she was walking, a kid on a bike hit her right where the implant was, which could be related to the therapy issue. Symptoms included having an accident on (B)(6) 2016. That day she also saw her managing healthcare provider, who looked at the scar and said everything looked okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.